Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, instructions for use (IFU), and quality control was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "potential adverse events that may occur and/or require intervention include, but are not limited to: endoleak and endoprosthesis: improper component placement; incomplete component deployment; component migration; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; barb separation and corrosion. Annual imaging follow-up should include abdominal radiographs and both contrast and non-contrast CT examinations. The abdominal radiographs provide information on device integrity(separation between components, stent fracture and barb separation). Duplex ultrasound imaging may provide information on aneurysm diameter change, endoleak, patency, tortuosity and progressive disease." A review of the device history record could not be performed due to insufficient lot information. Due to this product only being one per lot number no other complaints would be associated with this complaint if lot information was available. According to the complaint, the device showed evidence of a "graft hole / defect" that was selected with a catheter six years post-op. This type iiib endoleak was noted, and the patient's aneurysm ruptured one day after the complaint of an endoleak was reported. Although it is not known for sure that this endoleak caused the rupture, it is likely that it contributed to the event. Type iiib endoleaks can occur due to a variety of reasons, mainly including aggressive ballooning in a calcified area or material fatigue or abrasion caused by contact with calcified areas of the artery. As this complaint occurred six years after implantation, it is feasible to suggest that patient anatomy was a factor in creating the endoleak. However, as no imaging or additional information was provided, the root cause is unknown. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
Additional information was indicated the patient's aneurysm ruptured. The patient presented in the emergency room at about 1am on (B)(6) 2015 . He was brought into interventional radiology (ir) for emergency repair. An aortic cuff to realign the tffb was placed successfully.

Manufacturer narrative:
(B)(4). The event is currently under the investigation.

Event description:
The original implant date is (B)(6) 2009. Enlargement of the aneurysm sack was noted in follow up CT scans. Selective angiogram was performed and the physician was able to select the defect with a catheter and confirm the presence of a type iii endoleak in the main body device. An interventional procedure will be performed to repair the leak. The procedure has not yet been scheduled. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.